Event description:
As reported by the field, during a stent assist coil embolization to the anterior communicating artery, a neuromax sheath was placed in target site and the prowler select plus 150/5cm microcatheter (606s255x, 31045127) was delivered into the guide catheter. When the microcatheter (mc) was delivered to about c6-c7 segment, the microcatheter was impeded in the guide catheter and could not advance any more. The physician pushed the unspecified stent into the microcatheter, the stent was found to be impeded proximal of the microcatheter (the stent did not enter the vessel) and could not advance any more. The doctor removed the microcatheter and stent from patient and switched to a new microcatheter to complete the surgery. The stent was not replaced. The procedure was prolonged about 10 minutes, not clinically significant. Additional information received on (B)(6) 2023 indicated that the stent was an enterprise2 intracranial stent (product and lot number unknown). The mc did not mc kinked or bent.

Manufacturer narrative:
(B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d3 ¿ the product catalog and lot numbers were not reported; UDI unavailable. Section e1. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00802.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization to the anterior communicating artery, a neuromax sheath was placed in target site and the prowler select plus 150/5cm microcatheter ((B)(4)) was delivered into the guide catheter. When the microcatheter (mc) was delivered to about c6-c7 segment, the microcatheter was impeded in the guide catheter and could not advance any more. The physician pushed the unspecified stent into the microcatheter, the stent was found to be impeded proximal of the microcatheter (the stent did not enter the vessel) and could not advance any more. The doctor removed the microcatheter and stent from patient and switched to a new microcatheter to complete the surgery. The stent was not replaced. The procedure was prolonged about 10 minutes, not clinically significant. Additional information received on 01-nov-2023 indicated that the stent was an enterprise2 intracranial stent (product and lot number unknown). The mc did not mc kinked or bent. The device remains implanted; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.